Event description:
Account reported to dade behring that they have observed insufficient growth (no results) microscan dried overnight gram-positive and gram-negative panels. Report was associated with identified prompt lot and resolved with alternate lot of prompt. No report of injury or illness associated with this issue.

Manufacturer narrative:
Evaluation: performance testing of customer returns and retention samples. Results: in-house testing performed and confirmed insufficient growth issue with customer provided samples and also with retention samples. Conclusion: dade behring has initiated a field correction for this issue and notified customer of the potential for discrepant mic and/or identification results with clinical and qc isolates with the identified prompt inoculation system-d lot.